Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Patient presented in ER after receiving hv therapy. Noise was seen on the stored egm. Insulation abrasion suspected. The lead was capped and replaced.